Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. At the beginning of treatment, the machine alarmed and the internal blood leak was visible in the dialysate. Blood loss was minimal. No estimated blood loss amount was given. No medical intervention was required and the stent had no adverse effects. The actual sample was discarded. Companion samples of the same lot number are available.